Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right ventricle lead (rv) dislodged during ongoing use. Surgical intervention was performed to reposition the lead. The device remains implanted. No additional adverse effects to the patient were reported.